Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board will be replaced to address the issue. The device had physical damage consistent with being dropped.